Event description:
It was reported that a patient was experiencing an increase in seizures above baseline levels. The patient stated that the seizures are currently worse than they were prior to being implanted with vns. The patient mentioned that he was tasered in the chest in (B)(6) 2010. The patient stated that he followed up with his neurologist after being tasered, however, he was not sure whether or not any device diagnostics were performed. Good faith to obtain additional information from the patient's neurologist have been unsuccessful to date.